Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
According to the reporter, during a laparoscopic cholecystectomy procedure, the instruments were either unable to go down the port(s) or were very "sticky" and did not slide in and out of the trocar very easily. New similar models of trocar were used in order to resolve the issue. No patient injury.

Manufacturer narrative:
Evaluation summary post market vigilance (pmv) led an evaluation of two photographs of the device. The first photo depicts the product expiration label. The second photo depicts the product expiration label. Records from each manufacturing lot are thoroughly reviewed to ensure that products are released meeting all quality release specifications at the time of manufacture. Analysis concluded there were no assembly component related failures. Should new information become available, the file will be re-opened and the investigation summary will be amended as appropriate. If information is provided in the future, a supplemental report will be issued.